Event description:
Customer reported that bypass was initiated with good venous drainage, however, there was no forward flow with the centrifugal pump. The device was changed out with no affect to the pt.